Event description:
It was reported that after an uneventful stent implantation, deflation of the sds balloon was slow. Resistance between the stent and the sds balloon was encountered during the withdrawal attempt. The balloon was able to be retracted about 1 cm, and then the shaft separated. An attempt to retrieve the distal segment was unsuccessful and the pt was sent for emergent surgical bypass, where the separated distal segment was removed. The pt was stable following surgery at the time of the report.